Manufacturer narrative:
Patient weight not available from the site. Patient age and gender received. Procedure type received.

Event description:
The procedure being performed was a spine case.

Manufacturer narrative:
The detector panel for the imaging system was returned to the manufacturer for evaluation. Testing found that the panel resulted in artifacts in image acquisitions.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to site to test the equipment. Representative reported that a detector was replaced to resolve the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect detector has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that during a procedure, there was artifact and distortion in the images. The procedure was completed with the use of imaging. No impact on patient outcome. No information was provided on delay to procedure.